Manufacturer narrative:
If the sample is returned, a failure investigation will be performed. If significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The customer reported that she put in new a new tracheostomy tube and found it very irritating, like it was pinching her neck at the stoma. She felt it had a ridge.